Manufacturer narrative:
Media review: a video was reviewed by a boston scientific quality engineer. The media shows evidence of white material on the catheter. The reported event was confirmed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
A farawave catheter was selected for use for a pulmonary vein isolation to treat an atrial fibrillation. During the preparation of the farawave catheter, visible contamination was present on the handle, which could be wiped off. The procedure was completed using the original device. No patient complications were reported. The device is not expected to be returned for analysis as it was lost.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the allegation of white foreign matter on the catheter was confirmed. The reported white foreign matter was observed via the provided media. Device technical analysis: it was indicated that the device was lost; therefore, a technical analysis of the complaint device could not be completed. Media review of a photo provided by the customer observed white stains on the catheter handle. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the event of foreign material is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the available information, boston scientific concluded the cause of quality control deficiency was selected based on the identification of white stains on the handle section of the catheter. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
A farawave catheter was selected for use for a pulmonary vein isolation to treat an atrial fibrillation. During the preparation of the farawave catheter, visible contamination was present on the handle, which could be wiped off. The procedure was completed using the original device. No patient complications were reported. The device is not expected to be returned for analysis as it was lost.

Event description:
A farawave catheter was selected for use for a pulmonary vein isolation to treat an atrial fibrillation. During the preparation of the farawave catheter, visible contamination was present on the handle, which could be wiped off. The procedure was completed using the original device. No patient complications were reported. The device is not expected to be returned for analysis as it was lost.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.